Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material - unknown. Batch - unknown. It was reported: a patient experienced skin irritation. Verbatim: additional case opened from es-bd-22-000049 (pr (B)(4)) (B)(6) translate: hello , I enclose the forms corresponding to three possible adverse effects of chloraprep communicated yesterday by the operating room supervisor of the central hospital of the red cross. I am waiting for them to confirm the dates of the events and for them to give me more information since yesterday the supervisor did not have said information. All the best in order to continue sending you invitations and relevant news about our products and services, please make sure to define your preferences here. Email - hola , adjunto los formularios correspondientes a tres posibles efectos adversos de chloraprep comunicados ayer por la supervisora de quirófano del hospital central de la cruz roja. Estoy pendiente de que me confirmen las fechas de los eventos y de que me den más información ya que ayer la supervisora no disponía de dicha información. Un saludo para poder seguir enviándole invitaciones y novedades relevantes acerca de nuestros productos y servicios, por favor asegúrese de definir sus preferencias aquí.

Event description:
It was reported: 3 patients experienced skin irritation. Additional case opened from es-bd-22-000049 (B)(4). Google translate: hello , I enclose the forms corresponding to three possible adverse effects of chloraprep communicated yesterday by the operating room supervisor of (B)(6). I am waiting for them to confirm the dates of the events and for them to give me more information since yesterday the supervisor did not have said information. All the best in order to continue sending you invitations and relevant news about our products and services, please make sure to define your preferences here. Email: hola, adjunto los formularios correspondientes a tres posibles efectos adversos de chloraprep comunicados ayer por la supervisora de quirófano del hospital central de la cruz roja. Estoy pendiente de que me confirmen las fechas de los eventos y de que me den más información ya que ayer la supervisora no disponía de dicha información. Un saludo para poder seguir enviándole invitaciones y novedades relevantes acerca de nuestros productos y servicios, por favor asegúrese de definir sus preferencias aquí.

Manufacturer narrative:
No additional information was provided by (B)(6). Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.